Manufacturer narrative:
(B)(4). D10-medical product: variable stiffness stem ext bowed precoat 16 mm diameter 190 mm length, item# 00585207416, lot# 63061848. Tibial central cone size fixed tibia- item# 42545000508, lot# 66939307. Distal femoral xt component size c right- item# 00585004302 , lot# 66701101. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient is being considered for a dfr to arcos stem conversion. The patient previously had zss components implanted, however the patient¿s bone quality is not sufficient for cement fixation. The patient originally had a zss cemented stem implanted, it became loose and then another zss cemented stem was re-implanted, and now the current indwelling cemented stem is also loosening. The surgeon is requesting a custom zss to arcos adapter to mate with the current indwelling zss femur to replace the current indwelling cemented zss stem with a splined arcos stem. Surgeon does not want to revise the well-fixed tibial implants and is just requesting a custom zss to arcos adapter to mate with the zss femoral component and an arcos stem. The tibial cone from the current indwelling is implanted on the femoral side through the femoral stem, therefore, the tibial components on the tibial side are not going to be replaced, but the one on the femoral side will be removed. It is thought that the surgeon implanted it on the femoral side to try and aid in getting the stem to remain fixed. The targeted revision date is early (B)(6) 2026. Attempts to obtain additional information have been made; however, no more information is available.